Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. Patient had numerous pvc episodes. Reprogramming was recommended. The patient will be monitored.